Event description:
Since the pump was implanted, the pump therapy had not been working very well and had never provided her with substantial relief. One physician did the surgery and another did the dosage part of it. Right after the implant and the she was released, the patient had to go the emergency room (ER) but they told her it was not life threatening and had to work with her managing physician. It was stated that patient ¿knew there was a screw up¿. They only offered medicine to make her more comfortable. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that, five months after the implant, patient developed a liquid lump near the entry point of the catheter in her back. She had seen a couple of physicians and today the physician told her he had seen that before and it was leaking spinal fluid. The physician checked by accessing the port to be sure there was spinal fluid, and medicine was being delivered. He wanted to do another test with dye and a computed tomography (CT scan) and she expressed frustration that they wanted to do another procedure. The patient said she had multiple sclerosis and "had enough lumbar punctures". Over the holidays it had taken a month to be seen by the physician and she had been spasming terrible, and the weeks after she had kidney infection. It was also reported that the patient had been having problems with the swelling at the incision site near her spine for the last 6 months. It was not inflamed or infected. It was spinal fluid. The patient's chiropractor discovered it; he noticed a lump on the patient's back. The patient discussed it with her pcp (primary care physician) in (B)(6) 2013 and he took a picture of it and sent it to her implanting hcp (healthcare provider). Approximately 3 months later, the patient emailed the implanting hcp and the implanting hcp stated that he had never received the email from the pcp. The patient then saw her managing hcp and he did a "patency scan" to be sure the "thing" was patent and it was. Approximately 3 weeks prior to this report, the patient had gotten a pump refill and got a huge lump the size of a large egg sticking out about an inch or two at the back of her spine (same site where she noticed the earlier lump/swelling). The patient also got a "terrific wave of nausea" after standing up after the refill. The patient was vomiting, very sick, and had a terrible headache. The lump went down over a period of 3 hours. The patient spoke with the managing hcp about 10 days prior to this report and he told the patient "well, you have a spinal leak and you need to get something called a blood patch" but did not direct the patient as to who to see or where to go to get the blood patch. The patient sent the managing hcp photographs of the lump and he said he was absolutely certain that "it did not leak out of the pump". For the past 6 months, the patient had nausea, headaches, pain and "lots of issues". Over the christmas holidays about mid-december to mid-january the patient went through "a terrible episode again, once the IV (intravenous) antibiotics cleared up the uti (urinary tract infection)/kidney infection she ended up with terrible spasms again for 5 weeks". The patient had ms (multiple sclerosis) and the spasticity was the most miserable part of it. The patient had herniated discs in her back and confirmed the discs were not herniated due to reported spasming episodes. The patient continued to get "trigger point injections for what the spasms do to me" and she was also on narcotics to suppress the spasms as well. The patient stated that she had been "living in hell". The patient didn't feel that anyone was helping her. The patient was looking for a new physician. It was later reported that the pump didn't seem to be working quite right. The patient developed a lump on her back where the catheter was implanted 3 months after the pump was implanted, in (B)(6) 2013. The patient had a complete refill in march. After that refill, the lump on her back got bigger and then went back down to its normal size. The patient was due for another refill in a week or two following this report. The patient had currently been feeling very ill for months. She had nausea and horrific pain, which was at a pain level of 8. The patient "made so much noise" that they did a test. This test was referred to as a "duct patent test". They "infected an isotope". This was done in (B)(6) and the patient was told that everything was okay. The patient also had 3 x-rays done in (B)(6). The patient had an abdominal x-ray done on (B)(6) 2014. The hcp looked at it and said that the catheter was not ever placed in the spinal canal. The patient's spasticity had been reduced, but the doctors didn't think she had gotten the full effect. The patient had been getting much worse, but was told that "everything was okay". The patient currently had bowel incontinence. This started in (B)(6) and she never had issues with bowel incontinence in the past. The patient couldn't walk and was in a wheelchair. With help, she could do a pivot transfer. The patient wanted to know what the effects would be of the medication not going to the correct place.

Manufacturer narrative:
(B)(4). Updated to serious injury as surgical intervention has since took place.

Event description:
Further, approximately a year ago when the patient's pump was implanted, it was "put in incorrectly." Reportedly, the physician had forgotten to "put suture the catheter and close off the spinal canal." The patient had a year of spinal fluid leaking out of the spinal cord. The physician later clarified that the patient had a catheter revision (purse string) repair on (B)(6) 2014 and the patient noticed improved therapeutic affect after the surgery. The patient recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient's blood pressure dropped really low when they tried to fill the pump for the first time after implant on (B)(6) 2013. The managing hcp (healthcare provider) asked the implanting hcp to fill the "reservoir 75 mcg and implanting hcp refused to do it". Because there was no baclofen in the pump, the patient's blood pressure "bottomed out" and it took hours to get her blood pressure back up and they gave her "loads of fluids". The patient had 2 separate instances of this happening; the 2nd instance occurred a few days after the first. When the patient was released from her rehab facility she thought "they turned the pump back". The patient went home and got terrible spasms and had to go to the ER (emergency room). This occurred around (B)(6) 2013. The ER could do nothing to help her with the pump, but treated her with a combination of oral medications to try and calm it down. The device system was delivering baclofen.

Event description:
The previously reported information, "patient said they 'infected' an isotope", was corrected to "they 'injected' an isotope."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).